Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. The returned photo shows activated device (nozzle part only). The plunger and the lens are advanced into the mid nozzle. The exact position of the plunger/lens/haptics cannot be confirmed from the provided photo due to its quality. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery that the folding of the implant was not as usual. Part of the trailing haptic began to fold unusually along the plunger. He didn't want to inject this implant. No patient impact was reported.